Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and menorrhagia ('bleeding menorrhagia heavy menstrual bleeding') in a 26-year-old female patient who had essure (batch no. B11728) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation procedure not performed". The patient's medical history included loop electrosurgical excision procedure in 2004, anemia in 1993, chronic kidney disease stage 2 (due to that she applied for workers compensation in 2019), depression, anxiety, adhd, obsessive-compulsive disorder, bipolar disorder, smoker, vertigo, tubal ligation and cone biopsy of cervix. Previously administered products included for birth control: depo-provera from (B)(6) 2013 and iud in 2011; for an unreported indication: mirena. Past adverse reactions to the above products included device expulsion with mirena; and therapeutic product ineffective with iud. Concomitant products included progesterone since 2019. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia painful sexual intercourse"), female sexual dysfunction ("apareunia inability to have sexual intercourse"), genital haemorrhage ("abnormal bleeding general"), alopecia ("hair loss"), tooth disorder ("dental problems") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain - from 198 lbs (at the time of essure placement) to 223 lbs current"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea cramping"), vulvovaginal pain ("daily vaginal pain"), back pain ("weekly lower back pain") and abdominal pain ("constant abdominal pain"). On (B)(6) 2014, the patient experienced fungal infection ("yeast infection"), 1 year 1 month after insertion of essure. On (B)(6) 2015, the patient experienced urinary tract infection ("uti"). On (B)(6) 2016, the patient underwent female sterilisation ("bilateral tubal ligation"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), anaemia ("anemia") and pelvic pain ("pelvic pain"). The patient was treated with antibiotics, fluconazole, iron, metronidazole (flagyl) and surgery (failed endometrial ablation on (B)(6) 2016 and full hysterectomy with essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. In 2018, the vulvovaginal pain and female sexual dysfunction had resolved. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, female sterilisation, pelvic pain, abdominal pain, urinary tract infection, fungal infection, alopecia, weight increased, tooth disorder and vaginal discharge outcome was unknown and the menorrhagia was resolving. The reporter considered abdominal pain, alopecia, anaemia, back pain, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, female sterilisation, fungal infection, genital haemorrhage, menorrhagia, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she has received treatment for bleeding, pain and migration. According to the plaintiff, 2 years after essure removal the vaginal pain and the inability to have sexual intercourse resolved and the menorrhagia decreased. According to the medical records from (B)(6) 2016 the plan was to admit her to outpatient surgery in order to perform hysteroscopy dilation and curettage with essure removal, possible laparoscopy bilateral tubal or bilateral salpingectomy. Surgery planned because she had wished for them to be removed in order to regain her quality a life and decrease possible pelvic discomfort. The diagnosis was endometrial curetting (early secretory pattern endometrium) and bilateral essure coils-benign soft tissue. Clinical information: menorrhagia, dysmenorrhea pelvic pain. On (B)(6) 2016 she underwent the following procedures: hysteroscopy, dilation and curettage, laparoscopy; essure coil removal, bilateral tubal ligation; failed endometrial ablation. Preoperative diagnosis: desire to remove essure coils and patient desiring novasure ablation for increased menorrhagia. Postoperative diagnosis: essure coil removal, bilateral tubal ligation, inability to perform essure procedure. Findings: 1 fluffy endometrium, inability to see essure coils through the fallopian tubes through the hysteroscope. 2 grossly donnal uterus, bilateral tubes. And ovaries. 3 a left-sided tubal ligation. However. A right-sided tubal ligation was not present or had reanastomosed from previous surgeries. 4 dilation and curettage, hysteroscopy noted uniform cavity. Dilation and curettage performed. Pathology sent, however, endometrial ablation not performed. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 101.134 kgs. Colposcopy - in (B)(6) 2015: benign ecb. Laboratory test - in (B)(6) 2015: trichomonas infection. Smear cervix - in (B)(6) 2014: atypical squamous cells of undetermined significance; +hpv; in (B)(6) 2015: atypical squamous cells of undetermined significance; + type 16 hpv. Ultrasound scan vagina. On (B)(6) 2013: (indication: severe pelvic pain) unremarkable ultrasound examination of the pelvis. Specifically, there are no findings to suggest or substantiate a diagnosis of ovarian torsion.; on (B)(6) 2015: (indication: lower abdominal pain) uterus image is unremarkable with finding constant with essure devices; findings consistent with a functional right adnexal cyst; 1.7 cm structure arising in the proximity to the left ovary, which appears unchanged from the preceding ultrasound and CT, possibly representing a para ovarian cyst; recurrent follicular cyst of similar size. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of product technical complaint . A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and menorrhagia ('bleeding menorrhagia (heavy menstrual bleeding)') in a 26-year-old female patient who had essure (batch no. B11728) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation procedure not performed". The patient's medical history included loop electrosurgical excision procedure in 2004, anemia in 1993, chronic kidney disease stage 2 (due to that she applied for workers compensation in 2019), depression, anxiety, adhd, obsessive-compulsive disorder, bipolar disorder, smoker, vertigo, tubal ligation and cone biopsy of cervix. Previously administered products included for birth control: depo-provera from (B)(6) 2013 to (B)(6) 2013 and iud in 2011; for an unreported indication: mirena. Past adverse reactions to the above products included device expulsion with mirena; and therapeutic product ineffective with iud. Concomitant products included progesterone since 2019. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), genital haemorrhage ("abnormal bleeding (general)"), alopecia ("hair loss"), tooth disorder ("dental problems") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain - from 198 lbs (at the time of essure placement) to 223 lbs (current)"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal pain ("daily vaginal pain"), back pain ("weekly lower back pain") and abdominal pain ("constant abdominal pain"). On (B)(6) 2014, the patient experienced fungal infection ("yeast infection"), 1 year 1 month after insertion of essure. On (B)(6) 2015, the patient experienced urinary tract infection ("uti"). On (B)(6) 2016, the patient underwent female sterilisation ("bilateral tubal ligation"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), anaemia ("anemia"), pelvic pain ("pelvic pain") and abscess ("abcess"). The patient was treated with antibiotics, fluconazole, iron, metronidazole (flagyl) and surgery (failed endometrial ablation on (B)(6) 2016 and full hysterectomy with essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. In 2018, the vulvovaginal pain and female sexual dysfunction had resolved. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, female sterilisation, pelvic pain, abdominal pain, urinary tract infection, fungal infection, alopecia, weight increased, tooth disorder, vaginal discharge and abscess outcome was unknown and the menorrhagia was resolving. The reporter considered abdominal pain, abscess, alopecia, anaemia, back pain, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, female sterilisation, fungal infection, genital haemorrhage, menorrhagia, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she has received treatment for bleeding, pain and migration. According to the plaintiff, 2 years after essure removal the vaginal pain and the inability to have sexual intercourse resolved and the menorrhagia decreased. According to the medical records from (B)(6) 2016 the plan was to admit her to outpatient surgery in order to perform hysteroscopy dilation and curettage with essure removal, possible laparoscopy bilateral tubal or bilateral salpingectomy. Surgery planned because she had wished for them to be removed in order to regain her quality a life and decrease possible pelvic discomfort. The diagnosis was endometrial curetting (early secretory pattern endometrium) and bilateral essure coils-benign soft tissue. Clinical information: menorrhagia, dysmenorrhea pelvic pain. On (B)(6) 2016 she underwent the following procedures: hysteroscopy, dilation and curettage, laparoscopy; essure coil removal, bilateral tubal ligation; failed endometrial ablation. Preoperative diagnosis: desire to remove essure coils and patient desiring novasure ablation for increased menorrhagia. Postoperative diagnosis: essure coil removal, bilateral tubal ligation, inability to perform essure procedure. Findings: 1 - fluffy endometrium, inability to see essure coils through the fallopian tubes through the hysteroscope. 2 - grossly donnal uterus, bilateral tubes. And ovaries. 3 - a left-sided tubal ligation. However. A right-sided tubal ligation was not present or had reanastomosed from previous surgeries. 4 - dilation and curettage, hysteroscopy noted uniform cavity. Dilation and curettage performed. Pathology sent, however, endometrial ablation not performed. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 101.134 kgs. Colposcopy - in (B)(6) 2015: benign ecb. Laboratory test - in (B)(6) 2015: trichomonas infection. Smear cervix - in (B)(6) 2014: atypical squamous cells of undetermined significance; +hpv; in (B)(6) 2015: atypical squamous cells of undetermined significance; + type 16 hpv. Ultrasound scan vagina - on (B)(6) 2013: (indication: severe pelvic pain) unremarkable ultrasound examination of the pelvis. Specifically, there are no findings to suggest or substantiate a diagnosis of ovarian torsion.; on (B)(6) 2015: (indication: lower abdominal pain) uterus image is unremarkable with finding constant with essure devices; findings consistent with a functional right adnexal cyst; 1.7 cm structure arising in the proximity to the left ovary, which appears unchanged from the preceding ultrasound and CT, possibly representing a para ovarian cyst; recurrent follicular cyst of similar size.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: plaintiff fact sheet received. Reporter added. New event abscess was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation procedure not performed". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (on (B)(6) 2016,she had hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: she has received treatment for bleeding, pain and migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received:case became incident.event 'pelvic oain','abdominal pain','menorrhagia','dysmenorrhea','migration(device dislocation)','device monitoring procedure not performed were added.patient date of birth added.product start date,stop date were added.case became valid case. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and menorrhagia ('bleeding menorrhagia (heavy menstrual bleeding)') in a 26-year-old female patient who had essure (batch no. B11728) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation procedure not performed". The patient's medical history included loop electrosurgical excision procedure in 2004, anemia in 1993, chronic kidney disease stage 2 (due to that she applied for workers compensation in 2019), depression, anxiety, adhd, obsessive-compulsive disorder, bipolar disorder, smoker, vertigo, tubal ligation and cone biopsy of cervix. Previously administered products included for birth control: depo-provera from (B)(6)2013 to (B)(6)2013 and iud in 2011; for an unreported indication: mirena. Past adverse reactions to the above products included device expulsion with mirena; and therapeutic product ineffective with iud. Concomitant products included progesterone since 2019. On (B)(6)2013, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), haemorrhage ("abnormal bleeding (general)"), alopecia ("hair loss"), tooth disorder ("dental problems") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain - from 198 lbs (at the time of essure placement) to 223 lbs (current)"). In (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal pain ("daily vaginal pain"), back pain ("weekly lower back pain") and abdominal pain ("constant abdominal pain"). On (B)(6)2014, the patient experienced fungal infection ("yeast infection"), 1 year 1 month after insertion of essure. On (B)(6)2015, the patient experienced urinary tract infection ("uti"). On (B)(6)2016, the patient underwent female sterilisation ("bilateral tubal ligation"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), anaemia ("anemia") and pelvic pain ("pelvic pain"). The patient was treated with antibiotics, fluconazole, iron, metronidazole (flagyl) and surgery (failed endometrial ablation on (B)(6)2016 and full hysterectomy with essure removal on (B)(6)2016). Essure was removed on (B)(6)2016. In 2018, the vulvovaginal pain and female sexual dysfunction had resolved. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, female sterilisation, pelvic pain, abdominal pain, urinary tract infection, fungal infection, alopecia, weight increased, tooth disorder and vaginal discharge outcome was unknown and the menorrhagia was resolving. The reporter considered abdominal pain, alopecia, anaemia, back pain, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, female sterilisation, fungal infection, haemorrhage, menorrhagia, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she has received treatment for bleeding, pain and migration. According to the plaintiff, 2 years after essure removal the vaginal pain and the inability to have sexual intercourse resolved and the menorrhagia decreased. According to the medical records from (B)(6)2016 the plan was to admit her to outpatient surgery in order to perform hysteroscopy dilation and curettage with essure removal, possible laparoscopy bilateral tubal or bilateral salpingectomy. Surgery planned because she had wished for them to be removed in order to regain her quality a life and decrease possible pelvic discomfort. The diagnosis was endometrial curetting (early secretory pattern endometrium) and bilateral essure coils-benign soft tissue. Clinical information: menorrhagia, dysmenorrhea pelvic pain. On (B)(6)2016 she underwent the following procedures: hysteroscopy, dilation and curettage, laparoscopy; essure coil removal, bilateral tubal ligation; failed endometrial ablation. Preoperative diagnosis: desire to remove essure coils and patient desiring novasure ablation for increased menorrhagia. Postoperative diagnosis: essure coil removal, bilateral tubal ligation, inability to perform essure procedure. Findings: 1 - fluffy endometrium, inability to see essure coils through the fallopian tubes through the hysteroscope. 2 - grossly donnal uterus, bilateral tubes. And ovaries. 3 - a left-sided tubal ligation. However. A right-sided tubal ligation was not present or had reanastomosed from previous surgeries. 4 - dilation and curettage, hysteroscopy noted uniform cavity. Dilation and curettage performed. Pathology sent, however, endometrial ablation not performed. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 101.134 kgs. Colposcopy - in (B)(6)2015: benign ecb. Laboratory test - in (B)(6)2015: trichomonas infection. Smear cervix - in (B)(6)2014: atypical squamous cells of undetermined significance; +hpv; in (B)(6)2015: atypical squamous cells of undetermined significance; + type 16 hpv. Ultrasound scan vagina - on (B)(6)2013: (indication: severe pelvic pain) unremarkable ultrasound examination of the pelvis. Specifically, there are no findings to suggest or substantiate a diagnosis of ovarian torsion.; on (B)(6)2015: (indication: lower abdominal pain) uterus image is unremarkable with finding constant with essure devices; findings consistent with a functional right adnexal cyst; 1.7 cm structure arising in the proximity to the left ovary, which appears unchanged from the preceding ultrasound and CT, possibly representing a para ovarian cyst; recurrent follicular cyst of similar size.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2020: reporters and lab tests added. Other relevant history provided: anemia; iud; depo-provera; chronic kidney disease 2; depression; anxiety; adhd; obsessive-compulsive disorder; bipolar; smoker; mirena; vertigo; loop electrosurgical excision procedure. Essure lot number provided (b11728). Onset date of events added. Additional events details provided. New events provided by plaintiff: daily vaginal pain; apareunia (inability to have sexual intercourse); dyspareunia (painful sexual intercourse); abnormal bleeding (general); anemia; yeast infection; weekly lower back pain; dental problems; migraines / headaches; hair loss; tubal ligation; vaginal discharge; weight gain; uti. Outcome updated for ¿bleeding menorrhagia (heavy menstrual bleeding)¿. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.